Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. A review of the device log indicates the unit was put into "sync mode" three minutes after defibrillation electrodes were applied to the patient. While in sync mode, the device needs to fire on the r wave. Per the user manual, this is best acheived by pressing and holding the discharge button and when the sync marker lines up with the r wave, energy will be released. The device was put through extensive testing including functional testing and performing a button test without duplicating the report. The device was recertified and returned to the customer. It is suspected that the user inadvertently entered sync mode. Analysis of reports of this type has not identified an increase in trend.